Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a minute gap was made in light guide (lg) lens or its glue by physical stress on the distal end, stain/humidity entered through the gap. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and device evaluation found foreign material in the forceps elevator and the inside of the light guide lens was dirty. In addition to the reportable malfunctions, switch 1 had a cut and due to damage, did not work; due to deformation of the nozzle, water removal ability did not meet the standard value; the nozzle and scope cover were deformed; the universal cord had a dent and a wrinkle; the grip was dirty; the light guide-bundle had breakage; the bending section cover had discoloration and the adhesive was detached; due to wear of the angle wires, there was low angulation in down, right, and left directions; the suction cylinder and forceps channel port were shaved. Additionally, the following components had a scratch: objective lens, plastic distal end cover, universal cord, suction connector, scope connector cover unit, connecting tube, control unit, grip, scope cover, and switch box. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps elevator had foreign material and the inside of light guide lens was dirty. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.